Manufacturer narrative:
The following field have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 18-sep-2023. H.6. Investigation summary: bd received 3 samples and 2 photographs from the customer in support of this complaint. Evaluation of the photographs identified a tube with a crack on the side. 3 returned and 3 retained tubes were taken and drawn with water. They were centrifuged at 1300g for 10 minutes (bd recommended settings). None of the 6 tubes broke, and examination of their rims post centrifugation, revealed no signs of cracking. None of the caps separated during the exercise. Visual examination of the 100 retained samples did not identify any instances of damaged tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode based on the photographs provided by the customer. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer reports tube cracking during centrifugation process. The following information was provided by the initial reporter. The customer stated: bd sst tube cracked during centrifugation process. Blood sample was leaked into centrifuge and required retake blood sample.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer reports tube cracking during centrifugation process. The following information was provided by the initial reporter. The customer stated: bd sst tube cracked during centrifugation process. Blood sample was leaked into centrifuge and required retake blood sample.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter addr 1: (B)(6).